Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received; the initial procedure took place on (B)(6) 2017. The physician confirmed there was no issue noted during the procedure. However, the physician reported that the esophagus diameter was very large and the calibration balloon used failed to reach the esophageal wall. Also confirmed by the physician, the patient had high dysplasia confirmed, no trouble noticed after the procedure (stomach content normal, no visible lesion).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient underwent a radiofrequency ablation procedure as a part of the harmoni physician sponsored study. The patient has a medical history of anemia and is under inexium. After the rfa, the patient experienced melaena (blood in feces). The patient required a transfusion and remained in the hospital for a week rather than two nights. The device was used in a patient. The patient was prepped for the procedure. The patient was under anesthesia. No other known adverse events were reported.